Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, clip delivery system (cds) was properly keyed into the steerable guide (sgc) using the alignment markers. Medial/lateral knob was not functioning, and anterior/posterior knob was used to medial down into the valve. Two cds were used and both had same issue. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.